Event description:
Both the doctor and the pt feel the electric shock during the loop surgery when the doctor contacts the pt's body. The pt also feels the electric shock when the electrode contacts the pt's tissue. The doctor stops the surgery quickly and reports the adverse event to (B)(6). Adverse event reported to coopersurgical on (B)(6) 2010.

Manufacturer narrative:
Device evaluated and repaired by (B)(4). On (B)(6) 2010, (B)(6) service department received the defective quantum 2000. A (B)(6) svc engineer checked the control board and found that "the r9 (100 ohms) and c19 (104) are damaged." By (B)(6) 2010, the equipment was fixed by (B)(6) and delivered to the hospital. (B)(6) is not aware of what actual repairs were made to the unit. (B)(6) has stated "the equipment works well until now." (B)(6) has made many of its own repairs to (B)(6) equipment over the years. (B)(6) has no knowledge of the repair history and use record of this particular unit. Further, according to our records, (B)(6) is not aware of any similar adverse event having ever occurred in any quantum 2000 electrosurgical unit placement worldwide.